Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended and no hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while attempting to pull logs system logs via axeda with technical services (ts), the system became unresponsive. The medtronic representative (mr) hard shut down the system, and upon reboot, it went to the grub menu then the blinking cursor. There was no patient present when this issue was identified. Ts stepped the mr through the "fix" option from kd article # (B)(4) ("stealthstation s8 / linux ubuntu grub menu"). Upon reboot, the mr went into stealthadmin and found the system time was set incorrectly. He corrected the system time and was then able to connect it to the network and logs were pulled. Prior to the system going unresponsive, the medtronic representative tried to login to the stealthstation configuration, but it would not login, and the system generated an error message. There was no patient present when this issue was identified.